Event description:
Customer reported that the unit would only monitor but would not defibrillate. No reported pt involvement. Service rep was able to duplicate reported condition. The device was repaired and proper operation confirmed.